Event description:
The pouch is drilled. There is a hole in the pouch.

Manufacturer narrative:
The packaged device returned has a small hole on the poly side of the pouch. The placement of the hole is towards the top of the pouch near the handle. The sample has been reviewed and there are no sharp edges on the device to cause a hole without a hard impact on the pouch. No defects or deviations were noted during the batch record review. Therefore, it is likely this defect was caused by damage which occurred during shipment to the customer, or improper handling beyond our manufacturing control.